Manufacturer narrative:
The device is expected to return for testing and investigation, however, it has not been received.

Event description:
The date of the event is unknown. The event involved a plum set and the report stated ¿leakage on the air vent of the filter, chemo drug use: taxol.¿

Manufacturer narrative:
The device was received for testing on april 24, 2019. The reported filter leak was confirmed by investigation. One used list 142560488 set was received for investigation. As received, the returned set was visually inspected and the filter vents were observed to be wetted and/or saturated. The returned set was leak tested per the product specifications and a leak was observed from both filter vents of the filter. No other leaks were observed. Red dyed water was used to analyze the origin and mode of the replicated leaks. The leaks appeared to seep through the filter vent material from various locations. The reported infusate was paclitaxel (taxol). The probable cause of the observed filter vent leak is the temporary or permanent loss of hydrophobic properties of the filter vent due to infusate interactions.